Event description:
The subject device was returned for analysis and the device investigation revealed that the subject stent stabilizer was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was not returned for analysis. It was no longer present inside the outer catheter. The dual taper tip was intact. The distal section of the delivery catheter was damaged approx. 3.5cm and 7.5cm from the distal tip. The stent stabilizer was kinked/bent at approx. 42cm from the proximal tip of the wire. In addition, the hub on the proximal end of the stabilizer was moving freely along the length of the wire. The rotating hemostatic valve (rhv) on the proximal end of the outer catheter showed traced of dried blood. Functional inspection was not performed as the stent was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'stent failed/unable to deploy' could not be replicated during analysis. However, the analysis results are consistent with the reported event. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was described as 'severely tortuosity'. It was reported that 'the subject stent was guided after percutaneous transluminal angioplasty (pta) with a balloon guide catheter. When deployment was performed, although the outer body was pulled all the way, the distal tip of the stent could not be deployed. The procedure was completed successfully placing the atlas stent'. It was reported in the follow-up replies that there was resistance noted when advancing the stent system within the guiding catheter. The stent was not returned for analysis. The stent delivery catheter was damaged at 2 locations near the distal end of the device and the stent stabilizer was kinked/bent near its proximal end. The hub which is attached to the proximal end of the stabilizer was also loose and was able to be easily moved up and down along the length of the stabilizer shaft. There was evidence of dried blood in the rhv on the proximal end of the outer catheter suggesting that insufficient continuous flow may have been a contributing factor to the resistance noted during advancement of the stent system in this complaint device. It is possible that a combination of the severe tortuosity and some unknown procedural factor resulted in the user experiencing resistance while attempting to retract the outer catheter while deploying the stent. This, in turn could lead to the damage noted to the proximal end of the stent stabilizer. The reported event: ¿stent failed/unable to deploy' and the analyzed events: ¿stent delivery catheter deformed¿, ¿stent stabilizer broken/fractured during use¿ and ¿stent stabilizer kinked/bent¿ will be assigned procedural factors. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.